Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had noted multiple smart drawer failures in the auxiliary cabinet, and the attached smart remote manager was reported as not on the bus. A field service engineer inspected all smart drawer controllers, bus cabling, and related components, finding no significant issues. All drawers recovered without requiring a power cycle. Further inspection revealed that the auxiliary 1 drawer intermittently failed to latch when not forcibly closed. The drawer position, twangers, and latch catch block were adjusted. The latch solenoid was found to be slow in returning to its home position due to a chafed solenoid plunger. A replacement solenoid was installed to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, multiple drawers were failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.